Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as expected. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the site was unable to register the patient accurately. The system was able to find orientation, but registration metric received at 5-7 mm and occasionally no value was provided at all. It was also noted that points appeared to be sinking inside the 3d model when using the transparency slider. The surgeon opted to utilize an alternate navigation system as a result of the issue. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
Unique device identification (UDI) provided. It was reported that the delay was 1 hour or longer. After that the 3d model was checked and edited so there is no black spot inside the skin which did not help. If information is provided in the future, a supplemental report will be issued.